Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the right master tool manipulator (mtm) to perform failure analysis. The mtm was analyzed, and the reported problem was confirmed and replicated. Upon visual inspection, the opto button was found to be damaged. The mtm was then installed onto a surgeon side console fixture test platform where all relevant testing passed within specification. Once testing was completed, the opto button was tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical issues from a faulty opto button located on mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure that the right finger clutch broke off of the surgeon side console (ssc). The procedure was reportedly being completed as planned, with no reports of patient injury. At this time, it is unknown if the procedure was completed with the original ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the right master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. The mtm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.